Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty loading multiple cartridges onto the pump. Reportedly, the cartridge had to be held down in place so that it did not slide out. Blood glucose level was not impacted. Reportedly, the customer continued using the pump for insulin therapy.